Event description:
It was reported that a Large Volume FOLFusor had no flow during patient use, resulting in lack of administration of the infused medication. The device was filled with furosemide/morphine, midazolam and was being administered subcutaneously (SC). The patient was receiving palliative sedation therapy; however, the desired sedation was not achieved. It was not reported whether any medical intervention was required. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.